Event description:
It was reported that after a catheter study, it was determined that the catheter was not in the intrathecal space. The catheter and pump were replaced. The pump was used to deliver fentanyl, clonidine, and bupivacaine. It was reported 3 days later that a catheter study and live x-ray were used to determine that the catheter needed to be replaced. It was stated that the catheter was not in the intrathecal space and was occluded. The patient did not received pain relief from the old pump. The pump was replaced due to end of life. It was noted the physician always checked the catheter when replacing end of life pumps.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10810r52, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. (B)(4).